Manufacturer narrative:
Medwatch sent to FDA on 03/08/3016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, swelling, and product migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿ "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." Adverse events: ¿ "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. ¿ the onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks."

Event description:
Healthcare professional reported that after injection in the bilateral tear troughs with unspecified juvederm® the patient experienced bruising under the eyes and the product migrated. Patient had a brow-lift and upper blepharoplasty done the month after the juvederm® injection. Healthcare professional stated that the post-operative bruising and swelling from surgery caused the juvederm® product to migrate lower and settle in the malar area bilaterally. Hyaluronidase was provided as treatment about 6 weeks after initial injection. About 3 weeks later the healthcare professional provided another hyaluronidase injection as treatment. About 4 weeks later the healthcare professional provided another hyaluronidase injection as treatment. Symptoms are ongoing.